Event description:
It is reported that new flexiseal control not staying inflated inside the patient thus causing an issue fecal material leakage out around the product. Additional information received on (B)(6) /2014 reports that complainant advised water would not go into balloon proportionally as it indicted on the syringe as if it were overinflated.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Please note: four (4) patients were affected; therefore a separate FDA form 3500a has been generated to address the other cases three (3) reported under patient identifier#s: (B)(4). Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.